Event description:
It was reported that the patient was admitted to the hospital due to seizures that were reported to be related to pauses in the heart rhythm. It was also reported that the right ventricular (rv) lead was oversensing, not capturing and had high impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was admitted to the hospital due to seizures that were reported to be related to pauses in the heart rhythm. It was also reported that the right ventricular (rv) lead was oversensing, not capturing and had high impedance. The rv lead was capped and replaced. On (B)(6) 2012, it was later reported that the lead was fractured. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead not returned to the manufacturer. Concomitant products: 4968 implantable pacing lead, (B)(6) 2011; 5071 implantable pacing lead, (B)(6) 2002.